Event description:
Reportedly, during a pacemaker implantation procedure on (B)(6) 2019, the subject ventricular lead was added. The stylet was changed several times and it became impossible to move to the lead tip. X- ray image revealed a lead fracture before an electrode ring. The lead was removed from patient's body and lead fracture was confirmed.

Manufacturer narrative:
Preliminary analysis on returned device confirmed the reported lead fracture. Loss of seal between the silicone tube and the proximal ring was detected.

Event description:
Reportedly, during a pacemaker implantation procedure on (B)(6) 2019, the subject ventricular lead was added. The stylet was changed several times and it became impossible to move to the lead tip. X- ray image revealed a lead fracture before an electrode ring. The lead was removed from patient's body and lead fracture was confirmed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker implantation procedure on (B)(6) 2019, the subject ventricular lead was added. The stylet was changed several times and it became impossible to move to the lead tip. X- ray image revealed a lead fracture before an electrode ring. The lead was removed from patient's body and lead fracture was confirmed.